Manufacturer narrative:
Follow-up #1 date of submission 04/04/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings:the complaint could not be duplicated with investigation. A review of the pump¿s black box revealed related call service alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue. No damage or defect to the pump¿s internal components was observed. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The bolus button cover was found to be torn. The bolus button was observed to be responsive per specification.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.